Event description:
It was reported that the pump has an audible system failure. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Other, other text: it has been determined that complaint file (B)(4) with a manufacturing report number of 3012307300-2023-00524 was reported in error. Please disregard the previous submission. Any additional reporting will be conducted under the applicable file.